Event description:
Information received indicates the power cord was frayed and the prong on the power cord was loose causing it to short.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.